Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The patient does not have any other non-curonix devices implanted and the device was not implanted too close to the target nerve. However, the implanting clinician did not feel the pain was related to the neurostimulator as the patient was diagnosed with muscular pain. The stimulator is used to treat pain. The cause of the pain is unrelated to the curonix device as the implanting clinician did not feel the pain was related to the neurostimulator and diagnosed the patient with muscular pain (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported anterior shin pain, tenderness, and pain when standing or walking whether the device is on or off. The patient will continue to use the device as it helps with their knee pain and they will be treated with medication management for muscular pain.